Event description:
The patient was undergoing a thrombectomy procedure in the internal iliac vein using an indigo system aspiration catheter 12 (cat12) and a non-penumbra introducer. Following femoral access, the physician attempted to catheterize the internal iliac vein and noticed that the introducer was fractured. Upon removal of the introducer, the cat12 was observed to be fractured near the distal length. The procedure was completed using an indigo system aspiration catheter 7 (cat7). There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.